Event description:
It was reported that a flogard infusion pump experienced a door open alarm when the device was turned on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The device was visually inspected and functionally tested. The reported condition of the door open alarm was confirmed. The cause of the reported condition was due to a missing door latch magnet and latch roller. To resolve the issue the door latch magnet and latch roller were replaced. If any additional relevant information is received, a follow-up MDR will be sent.